Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient me. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 elevated pump parameters were observed. The submitted log file was reviewed by the manufacturer¿s technical and confirmed elevated parameters. On (B)(6) 2018, it was reported that a ramp echocardiogram was performed and was unremarkable. The lvad clinicians believe that the patient may potentially have worsening aortic insufficiency. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed the report of elevated power and flow. The left ventricular assist system (lvas) appeared to be functioning as intended. A direct correlation between the device and the reported events could not conclusively be established through this investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.